Event description:
It was reported that, during a pump replacement surgery, the new pump was not primed and was connected to the catheter. It was calculated that it would take up to 33 hours for drug to clear the pump tubing volume and 49 hours to clear the catheter volume. It was also reported that, during a pump replacement surgery, the healthcare provider (hcp) was not able to aspirate the existing catheter. They were only able to get a few drops. The device system was used to deliver clonidine, bupivacaine and morphine. It was later reported that the hcp had requested that the same drug from the old pump be placed in the new pump. After the drug was placed in the new pump, the existing catheter was attached to the new pump. The catheter access port (cap) kit was opened to aspirate the catheter, so they could prime with no drug in path. They were then able to aspirate only a few droplets. The patient had not consented for a possible revision, so incisions were closed and no priming took place. The hcp informed the patient to monitor her symptoms and explained to her that he wasn¿t able to aspirate. The hcp and the patient both were informed about the patient¿s drug delivery and how there would be a period of no drug. The patient was going to follow up with the hcp on 2014-03-07 and a manufacturer representative was to be present.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l34927, implanted: (B)(6) 1996, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).